Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was 40 mg/dl. Customer consumed glucose tablets to address bg level. During troubleshooting it was discovered that the pump is functioning as intended.